Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device would not alarm when their blood glucose is going high or low. It would just give a little vibration. The customer¿s blood glucose during the incident is unknown. No troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
This report was created in error. This event has been reported under medical device report number 2032227-2018-33250.